Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips are expired. Most likely underlying root cause of malfunction: user's is testing with expired test strips.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-170mg/dl fasting. Verified test strips had expired 05/31/2015. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed customer unable to read the date and time from meter memory. Customer denies any resent changes in diet, exercise, medication or health status. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-170mg/dl fasting. Verified test strips had expired 05/31/2015. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed customer unable to read the date and time from meter memory. Customer denies any resent changes in diet, exercise, medication or health status. No adverse event reported.